Event description:
Recall - two parts from part number 391-15-708 were mislabeled for the color coding provided on the package.

Manufacturer narrative:
The reason for this complaint was reported as two parts from part number 391-15-708 were mislabeled for the color coding provided on the package. (B)(4). The root cause was a cleanroom processing error which gathered the incorrect color coding label and the final pack quality check did not identify the error. A CAPA-(B)(4) was initiated to document corrective & preventative actions for the incorrect color coding label.